Event description:
It was reported that there was an intermittent communication failure error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator control board, fluoro function board, backplane, and the software upgrade were installed during the svc call. The system was tested and found to be working as intended and put back into svc.